Event description:
While attempting a powerglide pro midline catheter via ultrasound guided, there was a malfunction of the catheter. The rn had a visual of vein and aligned the q-magnetic box over the vein. The rn advanced the guide wire with no resistance, then while advancing the catheter, it stopped moving before being deployed. The rn pulled the catheter back to the starting point with no issues, then tried to retract the guide wire, but it would not move. After several attempts to retract the wire the rn spoke with the charge rn and explained the catheter was stuck in the patients' arm. Vat team was called along with manufactory representative. An x-ray was ordered and it was found that the guide wire was curled backwards. The patient had intra-op removal of the guide wire by vascular surgery.